Event description:
On february 2, 2021, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc) received a complaint regarding noblus ultrasound. The site reported that the system booted up and was able to scan but then the image froze. The site was not able to unfreeze the image. The patient was under anesthesia during the troubleshooting process. The staff was unable to unfreeze the image so the prostate biopsy procedure was aborted/cancelled. The procedure was rescheduled for another day. There was no injury/harm or death reported with this event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.